Manufacturer narrative:
The eli 280 is intended to be a high-performance, 12-lead, multifunctional electrocardiograph. As a resting electrocardiograph, eli 280 simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Baxter has requested for the device to be returned for analysis but it has not been received. If the device is returned, findings of the investigation will be provided in a follow up report. Although the reported event did not result in a serious injury, the report of a spark when connecting the device could potentially contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer reported a spark from the power cord when connecting an eli-280. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).